Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a hole was found in one of the limbs of an rt224 infant continuous flow breathing circuit. This was observed before use on a patient.

Manufacturer narrative:
We are currently in the process of obtaining the complaint rt224 infant continuous flow breathing circuit from the healthcare facility. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Manufacturer narrative:
(B)(4).the complaint rt224 device was returned to fisher & paykel healthcare in (B)(4) for investigation. Method: the device was visually inspected and a pressure test was performed. Results: a 2mm x 2mm hole was observed in the inspiratory limb approximately 70mm from the proximal connector. The pressure test confirmed the reported fault. A lot check could not be done as no lot number was provided by the customer. Conclusion: the hole in the inspiratory limb of the circuit caused the flow issue reported. Based on our inspection, it appears that this hole was caused by the limb coming in contact with a heated object. There was no damage observed to the heater wire. It is therefore likely that the limb came in contact with an external heat source. Infant breathing circuits are pressure and flow tested on the production line and a pressure failure such as the one found in this investigation would have been detected during this process.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a hole was found in the expiratory limb of an rt224 infant continuous flow breathing circuit. This was observed before use on a patient.